Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The lm reported that the most probable causes for the reported event are as follows: the following causes can be inferred from the survey results. "Patient substrate failure or poor contact of the scope connector contact" since there is no endoscopic image and the color bar is displayed, it is inferred that the scope detection is not functioning normally. There is a high likelihood of patient substrate failure directly involved in scope detection or poor contact of scope connectors.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use, the clv-190 was outputting a signal but did not display an image. The display appeared to be black except the wording or color bars. There was no patient injury and this scope was not used on a patient. There was no patient involvement.